Event description:
It was reported that the tip of the pituitary was broken during use but it did not break completely off of the instrument. No pt complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for eval. Visual macroscopic exam shows that the tip of the dynamic shaft is broken on both sides. It appears that excessive force applied to the instrument may have caused the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.